Event description:
2003 journal of clinical microbiology (jcm) reported the results of a study to examine the ability of the microscan autoscan-4 (as-4) system to accurately identify strains of both mucoid and non-mucoid p. Aeruginosa isolated from cystic fibrosis (cf) pts. The system utilizes conventional and chromogenic tests to assign a genus and species designation after 16 to 24 hours of incubation. A clinical-site eval of the performance of microscan panels demonstrated an overall accuracy of 94% (528 of 562) for p. Aeruginosa. However, p. Aueruginosa strains, particularly those with the mucoid phenotype, isolated from cf pts often have slower growth rates. In the jcm study designed to examine the ability of the microscan autoscan-4 system to accurately identify strains of p. Aeruginosa isolated from cf pts, 57% (108 of 189) or nonmucoid strains and 40% (24 of 60) mocoid strains were definitively identified by the microscan identification system as pseudomonas aeruginosa. Extending the incubation to 48 hours improved identification, but 15% of isolates remained misidentified.